Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer report the multiple blood glucose level were 180 mg/dl and 139 mg/dl, 175 mg/dl and 157 mg/dl, 181 mg/dl. The customer also report the blood glucose levels were 125 mg/dl and 423 mg/dl and 235 mg/dl and 190 mg/dl, 183 mg/dl, 188 mg/dl and 372 mg/dl and 181 mg/dl. Customer treated with syringes. Customer report customer does not allege pump was under delivering. The customer state that drive support cap appears normal. Insulin pump will not be returned for analysis.